Event description:
Boston scientific crm received info that this right ventricular (rv) lead was successfully repositioned due to high thresholds two weeks post-implant. Three weeks post-implant, this rv lead became dislodged and repositioning was attempted, tissue was noted on the helix. This lead was then explanted and a new lead was successfully implanted. To date, no adverse pt effects were reported.